Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the test data indicates impedance issues. Revision surgery is under consideration.

Manufacturer narrative:
The recipient is reportedly experiencing decreased performance. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.